Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming and screen read "upstream occlusion". Per reporter, the alarm was silenced, and caller removed medication reservoir from carrying pouch and straightened tubing between medication reservoir and pump. Reporter states no kinks were present in the tubing, clamps were open and sliding, and medication spike was fully inserted into medication reservoir. However, the alarm persisted. The battery door was opened/closed, tubing clamped, cassette removed and reattached. It was noted that the green piece on the cassette was depressed. It was still spring loaded. The alarm returned upon power up. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.